Manufacturer narrative:
The company service representative examined the system with several system messages noted. The cables were reseated. Preventive maintenance was performed. The system was then tested and met all product specifications.

Event description:
The surgeon reported the system stopped working during the procedure. Additional information stated it was not possible to complete the vitrectomy and the case was aborted. The perfluorocarbon gas aspiration was not completed and gas drops have been observed in the patient's anterior chamber. The patient outcome is unknown. The surgeon is unable to see the retina with vitreous, perfluorocarbon gas, and silicone oil present the posterior segment od the patient's eye.